Event description:
Procedure type: cholecystectomy. According to the reporter: the device was sometimes locked from the very beginning of the procedure. In other cases it fired first and then locked. The operating room supervisor stated that after the surgery, the patient returned to the hospital (emergency). The doctor, gastroenterologist and surgeons performed an ercp where the doctor documented that it was possible for the clips to move. Diagnostic post-operative: peritonitis.

Manufacturer narrative:
(B)(4).